Event description:
Clinic notes were received for the vns patient¿s office visits with her neurologist. The notes indicate that the patient was experiencing sleep apnea, which was listed as a chronic problem during office visits on (B)(6) 2012. Attempts for additional relevant information were made, but have been unsuccessful to date.